Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that this patient was implanted on (B)(6) 2016. The patient's father states that pre-vns he was averaging 20 seizures per month. He had to switch to generic medications and now is having 150 seizures per month with vns. He then in (B)(6) 2016 had 31 seizures, (B)(6) 2016 - 142 seizures, (B)(6) 2016 - 132 seizures, and (B)(6) 2016 - 205 seizures. No other additional information has been received to date.

Event description:
Information was received indicating that the cause of the increase in seizures was due to the patient's family adjusting medications. It was stated to be unclear if all events were epileptic and is attributed to patient physiology. The physician does not attribute the seizures to vns therapy. The physician is continuing vns adjustment as this is a challenging case. No additional relevant information has been received to date.

Event description:
The patient's device was temporarily disabled for 4-5 days in the past due to an increased seizure event that they thought may have been caused by the vns.

Event description:
It was reported on 11/07/2016 that the patient is reportedly still experiencing a high number of seizures. The patient had his settings adjusted but increasing the output current of the device did not improve seizure frequency. The patient is having about 5 seizures per day. At the last check it was stated that the neurologist thought it was too soon to tell if the seizures were due to vns. Therefore he is unsure what the cause of the increase in seizures is at this time. No further relevant information has been received to date.

Manufacturer narrative:
Adverse event or product problem, corrected data, supplemental MDR #2 inadvertently did not update reportability from malfunction to serious injury. Information was known and reported at that time that intervention was taken for the increase in seizures outcomes attributed to adverse event (check all that apply), corrected data, supplemental MDR #2 inadvertently did not update reportability from malfunction to serious injury. Information was known and reported at that time that intervention was taken for the increase in seizures type of reportable event, corrected data, supplemental MDR #2 inadvertently did not update reportability from malfunction to serious injury. Information was known and reported at that time that intervention was taken for the increase in seizures